Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the port was implanted via the right internal jugular vein. It was reported that catheter rupture and migration of catheter fragment into the ventricle was discovered during imaging. Device was removed in two separate procedures. There was no reported injury to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one groshong catheter segment was returned. The port body was not returned. A microscopic evaluation was performed. While the port body was not returned for full evaluation the return catheter segment is noted to be broken. The broken edge is noted with slight rounding and polishing commonly seen with material wear. An overall elliptical shape was noted to the fracture cross section. Slight material discoloration is noted on the catheter, proximal to the break. Based on the available sample information, the investigation is confirmed for catheter break, specifically due to flexural fatigue. While flexural fatigue is evident, a definitive root cause could not be determined based upon available information. It is possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 11/2016).

Event description:
It was reported that the port was implanted via the right internal jugular vein. It was reported that catheter rupture and migration of catheter fragment into the ventricle was discovered during imaging. Device was removed in two separate procedures. The current patient status was not provided.